Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿tubing¿ of two (2) amia automated pd sets with cassette were loose, leading to leaks. The issue was further described by the patient as ¿in the morning solution was everywhere¿. This occurred during use of the devices during automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.